Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history in the past 12 months. Visual inspection and functional testing were performed. The customer issue was confirmed through the occlusion test. The cam shaft and expulsors were found to be defective. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for failed occlusion pressure test: 3.98; 5.08. During device evaluation, a defective camshaft and expulsor were identified. There was no patient involvement.